Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion, the tip of the dilator lost its shape, deformed quickly, and kinked. As a result, a new kit was used successfully. There was a delay in treatment and no patient death was reported.